Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
Additional information was received on 4/21/2025: during an acl reconstruction procedure on (B)(6) 2025, it was identified that the ar-1595tc drill pin had an inconsistent diameter along its length. This issue prevented the proper advancement of the cannulated reamer over the pin. The drill pin was not stuck, but its irregular dimensions interfered with the reaming process. No pieces of the instrument broke inside the patient, and no case delay was reported. The procedure was successfully completed by opening a new 4mm drill pin (ar-1595tc). The patient's bone quality was assessed as good, and no additional anesthesia was required. No adverse effects to the patient have been reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/14/2025, it was reported by a sales representative via (B)(4) that an ar-1595tc acl tightrope, drill pin, closed eyelet was not able to drill. There was a small delay. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was not confirmed. One unpackaged ar-1595tc batch 15348148 was received for evaluation. A visual inspection found circular lines around laser mark number 3, erasing the laser mark. Gouges and marks were noted along the shaft. Evaluation of the spade tip revealed that the cutting edges were bent. The device's straightness was tested on surface plate #650, and it was noted that the device tilted, most likely due to being bent. The device diameter along the body and cutting tip was measured according to drawing c6191 at revision 6, and no out-of-tolerance/non-conformances were found. The device measurements are according to the drawing specifications. Functional testing was not performed due to not having the necessary parts to perform. The most likely cause of the reported failure is a user error, specifically bending the device with excessive force, which caused it not to perform as expected.